Manufacturer narrative:
The returned device was patent. The valve passed siphon, leakage and pressure flow characteristics and preimplantation testing. The valve did not pass reflux testing. It is not sure why this failure may have occurred. Review of DHR for lot # e05856 did not identify any finding correlated to the complaint. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2019, the doctor performed a ventriculoperitoneal surgery. During the implantation process, they found that the package was leaking and hermeticity was damaged. The device could not be used; however, it was replaced, and the surgery was completed successfully.